Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A legal claim was raised, it was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 32/+3.5, taper 12/14 on (B)(6) 2014 on the right side. The patient underwent a revision surgery on (B)(6) 2015 due to dislocation and pain. Only the liner and femoral head were exchanged during this revision, as all other components were found to be well fixed.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device is not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the patient underwent revision surgery of right hip due to continued instability, pain, and fear of further dislocation on (B)(6) 2015 after 1 year in vivo time, with a pre and post-operative diagnosis of ¿unstable right total hip arthroplasty i.e. History of dislocations right total hip and painful right total hip¿¿ the surgeon opined that ¿the femoral implant appears to have adequate anteversion, but this gives her less than optimal combined femoral anteversion, which is felt to have contributed to her posterior dislocation which we believe will put her at increased risk for future dislocations since she has had a revision of the hip and has had some bone loss in her pelvis.a custom liner was designed, which would allow increased anteversion of the acetabular implant without exchanging the shell.¿ only the liner and femoral head were exchanged during the revision, as all other components were found to be well fixed. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: -malfunction of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination is allowed by zimmer biomet. -loss of connection due to inadequate assembling procedure => possible: the implantation surgery report is not available for the investigation, therefore cannot be excluded. -loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: no surgical report was received to confirm, therefore cannot be excluded. -compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device => possible: patient activity level is unknown, therefore cannot be excluded. -increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient bmi is not known , therefore cannot be excluded. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The only information received from the surgeon regarding the case is that the anteversion of the femoral component gives the patient suboptimal combined femoral anteversion which is likely to contribute to her posterior dislocation. Therefore a custom liner was designed for the patient which would allow an increased anteversion of the acetabular component. This information hints to a possible suboptimal positioning of the thr during the implantation. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).